Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, while performing transection of the stomach, the device could not complete the firing. When the device was removed from the tissue several distal stapler were completely not formed. The surgeon stated that the reload would not come off of the stapler. With exceeding typical forces of firing it was able to rip off but it was completely stuck onto the stapler. Then the handle made a very abnormal crack/crunch sound in advancing the I beam. A new stapler and reload was opened to continue the case. There was no patient injury.